Event description:
It was reported that during a laparoscopic partial cystectomy procedure, it is claimed by the surgeon that during the case, he noticed that the white pad on the harmonic was loose. He removed the instrument from the patient and found that the white pad was about to fall off so he asked for a new device and continued the case without and further issue. The gen11 did not alarm during the case. The white pad didn¿t fall off in the patient but when the sales rep went in to collect the complaint the theatre sister could not locate the white pad. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.